Event description:
The suspect device was used to check the customer's blood glucose. Results of 403, 435 and 503 mg/dl were obtained within two hours. Customer decided to go to the hosp and received treatment of IV fluid and 500 ml of glucophage. Controls were not used. The device was requested to be returned for evaluation.